Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was capped and replaced during device change out procedure. The patient was fine post procedure.